Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to the bilateral inferior lower abdomen on (B)(6) 2018 using a coolmax applicator. The affected tissue became firmer and well demarcated when compared with the adjacent non-treated area tissue after one month post treatment. The patient was diagnosed with paradoxical hyperplasia (pah/ph) to the lower abdomen on (B)(6) 2018.

Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in (B)(6) 2002.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to the bilateral inferior lower abdomen on (B)(6) 2018 using a coolmax applicator. The affected tissue became firmer and well demarcated when compared with the adjacent non-treated area tissue after one month post treatment. The patient was diagnosed with paradoxical hyperplasia (pah/ph) to the lower abdomen on (B)(6) 2018.

Manufacturer narrative:
Continuation of section e1 - phone number of initial reporter is (B)(6). This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to the bilateral inferior lower abdomen on (B)(6) 2018 using a coolmax applicator. The affected tissue became firmer and well demarcated when compared with the adjacent non-treated area tissue after one month post treatment. The patient was diagnosed with paradoxical hyperplasia (pah/ph) to the lower abdomen on (B)(6) 2018.